Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 100% to 40% within one day. In addition, it was reported multiple cartridges were leaking. The customer's blood glucose level was 199 (mg/dl) at the time of the event. In addition, the customer experienced an elevated bg level that morning of 314 (mg/dl). The cause of the elevated bg level was unknown. A bolus via the pump was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.